Event description:
There was an allegation of a questionable amyl gen.2 result from the cobas 6000 c501 module. On 24-feb-2024, the result from the first sample was 60 u/l. On 25-feb-2024, the result from a second sample was 1064 u/l. The repeat result was 48 u/l. On 26-feb-2024, the second sample was repeated and the result was 49 u/l. A third sample was drawn from the patient and the result was 49 u/l.

Manufacturer narrative:
The amylase reagent lot number and expiration date were requested but were not provided. The customer noticed that the instrument was not consuming the hydroxide. The field service engineer decontaminated the flow path and found disturbances in the cell detergent 1 flow. He corrected it and confirmed the analyzer was running within specifications. General reagent issues were excluded as the customer had no other issues and the result believed to be correct was obtained using the same reagent. The investigation determined the service actions resolved the issue.